Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), abdominal pain ("abdominal pain"), abdominal distension ("bloating") and anxiety ("anxiety"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, migraine, abdominal pain, abdominal distension and anxiety outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, genital haemorrhage, migraine and pelvic pain to be related to essure. The reporter commented: need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("removal of the left fimbriated fallopian tube from the uterus extracts a 1.8 cm in length segment of silver metallic spring which was embedded within the uterus. A further 2.0 cm of spring is embedded within the fallopian tube"), device expulsion ("removal of the left fimbriated fallopian tube from the uterus extracts a 1.8 cm in length segment of silver metallic spring which was embedded within the uterus. A further 2.0 cm of spring is embedded within the fallopian tube"), device breakage ("a 1.2 cm in length portion of the coil is left embedded in the uterus"), pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a 35-year-old female patient who had essure (batch no. C35236) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's previously administered products included for birth control: nuvaring; for an unreported indication: provera. Concurrent conditions included obesity, abdominal distension, nabothian cyst, polycystic ovarian syndrome and endometriosis. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue") and weight increased ("weight gain/ gained 50 pounds"). In (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and nausea ("nausea"). In (B)(6) 2016, the patient experienced night sweats ("night sweats"). In (B)(6) 2016, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal distension ("bloating"), anxiety ("anxiety"), depression ("depression") and abdominal pain lower ("lower right side of stomach pain"). The patient was treated with surgery (robotic total laparoscopic hysterectomy. Bilateral salpingectomy.), surgery (robotic total laparoscopic hysterectomy. Bilateral salpingectomy.), surgery (robotic total laparoscopic hysterectomy. Bilateral salpingectomy.) And surgery (robotic total laparoscopic hysterectomy. Bilateral salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device expulsion, device breakage, genital haemorrhage, migraine, abdominal pain, abdominal distension, anxiety, tooth disorder, dysmenorrhoea, fatigue, night sweats, headache, nausea, depression, weight increased and abdominal pain lower outcome was unknown, the pelvic pain was resolving and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anxiety, depression, device breakage, device expulsion, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, night sweats, pelvic pain, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: need for additional surgery. Current weight: 190 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : embedded device , device breakage, device expulsion" quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-sep-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('removal of the left fimbriated fallopian tube from the uterus extracts a 1.8 cm in length segment of silver metallic spring which was embedded within the uterus. A further 2.0 cm of spring is embedded within the fallopian tube'), device expulsion ('removal of the left fimbriated fallopian tube from the uterus extracts a 1.8 cm in length segment of silver metallic spring which was embedded within the uterus. A further 2.0 cm of spring is embedded within the fallopian tube'), device breakage ('a 1.2 cm in length portion of the coil is left embedded in the uterus') and pelvic pain ('pain') in a 35-year-old female patient who had essure (batch no. C35236) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's previously administered products included for birth control: nuvaring; for an unreported indication: provera. Concurrent conditions included obesity, abdominal distension, nabothian cyst, polycystic ovarian syndrome and endometriosis. Concomitant products included sertraline hydrochloride (zoloft) from (B)(6) 2016. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea") and fatigue ("fatigue") and was found to have weight increased ("weight gain/ gained 50 pounds"). In (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea") and vulvovaginal pain ("vaginal pain"). In (B)(6) 2016, the patient experienced night sweats ("night sweats"). In (B)(6) 2016, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), abdominal pain ("abdominal pain"), abdominal distension ("bloating"), anxiety ("anxiety"), depression ("depression"), abdominal pain lower ("lower right side of stomach pain"), malaise ("sick today"), back pain ("back pain"), affect lability ("emotional and ro") and tooth fracture ("fronts top and bottom teeths are all chipping"). The patient was treated with surgery (robotic total laparoscopic hysterectomy. Bilateral salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device expulsion, device breakage, genital haemorrhage, migraine, abdominal pain, abdominal distension, anxiety, tooth disorder, dysmenorrhoea, fatigue, night sweats, headache, nausea, depression, weight increased, abdominal pain lower, vulvovaginal pain, malaise, back pain, affect lability and tooth fracture outcome was unknown, the pelvic pain was resolving and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, affect lability, anxiety, back pain, depression, device breakage, device expulsion, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, headache, malaise, menorrhagia, migraine, nausea, night sweats, pelvic pain, tooth disorder, tooth fracture, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: need for additional surgery. Current weight: 190 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.8 kg/sqm. Ultrasound scan vagina - on (B)(6) 2016: patient does not recall the results, however, the healthcare provider scheduled a hysterectomy shortly after this appointment. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: embedded device , device breakage, device expulsion". ¿concerning the injuries reported in this case, the following one was described in patient¿s social media record: device expulsion, fatigue, back pain, emotional roller coaster, teeth fracture. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("removal of the left fimbriated fallopian tube from the uterus extracts a 1.8 cm in length segment of silver metallic spring which was embedded within the uterus. A further 2.0 cm of spring is embedded within the fallopian tube"), device expulsion ("removal of the left fimbriated fallopian tube from the uterus extracts a 1.8 cm in length segment of silver metallic spring which was embedded within the uterus. A further 2.0 cm of spring is embedded within the fallopian tube"), device breakage ("a 1.2 cm in length portion of the coil is left embedded in the uterus"), pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a 35-year-old female patient who had essure (batch no. C35236) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's previously administered products included for birth control: nuvaring; for an unreported indication: provera. Concurrent conditions included obesity, abdominal distension, nabothian cyst, polycystic ovarian syndrome and endometriosis. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue") and weight increased ("weight gain/ gained 50 pounds"). In (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and nausea ("nausea"). In (B)(6) 2016, the patient experienced night sweats ("night sweats"). In (B)(6) 2016, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal distension ("bloating"), anxiety ("anxiety"), depression ("depression") and abdominal pain lower ("lower right side of stomach pain"). The patient was treated with surgery (robotic total laparoscopic hysterectomy. Bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device expulsion, device breakage, genital haemorrhage, migraine, abdominal pain, abdominal distension, anxiety, tooth disorder, dysmenorrhoea, fatigue, night sweats, headache, nausea, depression, weight increased and abdominal pain lower outcome was unknown, the pelvic pain was resolving and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anxiety, depression, device breakage, device expulsion, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, night sweats, pelvic pain, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: need for additional surgery. Current weight: 190 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : embedded device , device breakage, device expulsion". Most recent follow-up information incorporated above includes: on 7-sep-2018: events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dental problems, dysmenorrhea, fatigue, night sweats, headaches, nausea, depression, weight gain, lower right side of stomach pain, she did not undergo essure confirmation test", reporter, lot number added from pfs. Events- "removal of the left fimbriated fallopian tube from the uterus extracts a 1.8 cm in length segment of silver metallic spring which was embedded within the uterus. A further 2.0 cm of spring is embedded within the fallopian tube , a 1.2 cm in length portion of the coil is left embedded in the uterus", concomitant condition added from medical record. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('removal of the left fimbriated fallopian tube from the uterus extracts a 1.8 cm in length segment of silver metallic spring which was embedded within the uterus. A further 2.0 cm of spring is embedded within the fallopian tube'), device expulsion ('removal of the left fimbriated fallopian tube from the uterus extracts a 1.8 cm in length segment of silver metallic spring which was embedded within the uterus. A further 2.0 cm of spring is embedded within the fallopian tube'), device breakage ('a 1.2 cm in length portion of the coil is left embedded in the uterus') and pelvic pain ('pain') in a 35-year-old female patient who had essure (batch no. C35236) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's previously administered products included for birth control: nuvaring; for an unreported indication: provera. Concurrent conditions included obesity, abdominal distension, nabothian cyst, polycystic ovarian syndrome and endometriosis. Concomitant products included sertraline hydrochloride (zoloft) from june 2016 to august 2016. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea") and fatigue ("fatigue") and was found to have weight increased ("weight gain/ gained 50 pounds"). In (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea") and vulvovaginal pain ("vaginal pain"). In (B)(6) 2016, the patient experienced night sweats ("night sweats"). In (B)(6) 2016, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), abdominal pain ("abdominal pain"), abdominal distension ("bloating"), anxiety ("anxiety"), depression ("depression"), abdominal pain lower ("lower right side of stomach pain"), malaise ("sick today"), back pain ("back pain"), affect lability ("emotional and ro") and tooth fracture ("fronts top and bottom teeths are all chipping"). The patient was treated with surgery (robotic total laparoscopic hysterectomy. Bilateral salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device expulsion, device breakage, genital haemorrhage, migraine, abdominal pain, abdominal distension, anxiety, tooth disorder, dysmenorrhoea, fatigue, night sweats, headache, nausea, depression, weight increased, abdominal pain lower, vulvovaginal pain, malaise, back pain, affect lability and tooth fracture outcome was unknown, the pelvic pain was resolving and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, affect lability, anxiety, back pain, depression, device breakage, device expulsion, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, headache, malaise, menorrhagia, migraine, nausea, night sweats, pelvic pain, tooth disorder, tooth fracture, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: need for additional surgery. Current weight: 190 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.8 kg/sqm. Ultrasound scan vagina - on (B)(6) 2016: patient does not recall the results, however, the healthcare provider scheduled a hysterectomy shortly after this appointment.. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: embedded device , device breakage, device expulsion". ¿concerning the injuries reported in this case, the following one was described in patient¿s social media record: device expulsion, fatigue, back pain, emotional rollercoaster, teeth fracture. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. New event teeth chipping was added. Reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("removal of the left fimbriated fallopian tube from the uterus extracts a 1.8 cm in length segment of silver metallic spring which was embedded within the uterus. A further 2.0 cm of spring is embedded within the fallopian tube"), device expulsion ("removal of the left fimbriated fallopian tube from the uterus extracts a 1.8 cm in length segment of silver metallic spring which was embedded within the uterus. A further 2.0 cm of spring is embedded within the fallopian tube"), device breakage ("a 1.2 cm in length portion of the coil is left embedded in the uterus"), pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a 35-year-old female patient who had essure (batch no: c35236) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's previously administered products included for birth control: nuvaring; for an unreported indication: provera. Concurrent conditions included obesity, abdominal distension, nabothian cyst, polycystic ovarian syndrome and endometriosis. On (B)(6) 2015, the patient had essure inserted. In august 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea") and fatigue ("fatigue") and was found to have weight increased ("weight gain/ gained 50 pounds"). In september 2015, the patient experienced migraine ("migraines") and headache ("headaches"). In october 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea") and vulvovaginal pain ("vaginal pain"). In april 2016, the patient experienced night sweats ("night sweats"). In june 2016, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal distension ("bloating"), anxiety ("anxiety"), depression ("depression") and abdominal pain lower ("lower right side of stomach pain"). The patient was treated with surgery (robotic total laparoscopic hysterectomy. Bilateral salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device expulsion, device breakage, genital haemorrhage, migraine, abdominal pain, abdominal distension, anxiety, tooth disorder, dysmenorrhoea, fatigue, night sweats, headache, nausea, depression, weight increased, abdominal pain lower and vulvovaginal pain outcome was unknown, the pelvic pain was resolving and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anxiety, depression, device breakage, device expulsion, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, night sweats, pelvic pain, tooth disorder, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: need for additional surgery. Current weight: 190 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31 kg/sqm. Ultrasound scan vagina: on (B)(6) 2016: patient does not recall the results, however, the healthcare provider scheduled a hysterectomy shortly after this appointment. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : embedded device , device breakage, device expulsion" quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-dec-2018: pfs received : new event of vaginal pain added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('removal of the left fimbriated fallopian tube from the uterus extracts a 1.8 cm in length segment of silver metallic spring which was embedded within the uterus. A further 2.0 cm of spring is embedded within the fallopian tube'), device expulsion ('removal of the left fimbriated fallopian tube from the uterus extracts a 1.8 cm in length segment of silver metallic spring which was embedded within the uterus. A further 2.0 cm of spring is embedded within the fallopian tube'), device breakage ('a 1.2 cm in length portion of the coil is left embedded in the uterus'), pelvic pain ('pain') and genital haemorrhage ('heavy bleeding') in a 35-year-old female patient who had essure (batch no. C35236) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's previously administered products included for birth control: nuvaring; for an unreported indication: provera. Concurrent conditions included obesity, abdominal distension, nabothian cyst, polycystic ovarian syndrome and endometriosis. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea") and fatigue ("fatigue") and was found to have weight increased ("weight gain/ gained 50 pounds"). In (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea") and vulvovaginal pain ("vaginal pain"). In (B)(6) 2016, the patient experienced night sweats ("night sweats"). In (B)(6) 2016, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal distension ("bloating"), anxiety ("anxiety"), depression ("depression"), abdominal pain lower ("lower right side of stomach pain") and malaise ("sick today"). The patient was treated with surgery (robotic total laparoscopic hysterectomy. Bilateral salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device expulsion, device breakage, genital haemorrhage, migraine, abdominal pain, abdominal distension, anxiety, tooth disorder, dysmenorrhoea, fatigue, night sweats, headache, nausea, depression, weight increased, abdominal pain lower, vulvovaginal pain and malaise outcome was unknown, the pelvic pain was resolving and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anxiety, depression, device breakage, device expulsion, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, headache, malaise, menorrhagia, migraine, nausea, night sweats, pelvic pain, tooth disorder, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: need for additional surgery. Current weight: 190 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.8 kg/sqm. Ultrasound scan vagina - on (B)(6) 2016: patient does not recall the results, however, the healthcare provider scheduled a hysterectomy shortly after this appointment.. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: embedded device , device breakage, device expulsion". ¿concerning the injuries reported in this case, the following one was described in patient¿s social media record: device expulsion, fatigue". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-oct-2019: information received via social media. Event" sick today" was added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('removal of the left fimbriated fallopian tube from the uterus extracts a 1.8 cm in length segment of silver metallic spring which was embedded within the uterus. A further 2.0 cm of spring is embedded within the fallopian tube'), device expulsion ('removal of the left fimbriated fallopian tube from the uterus extracts a 1.8 cm in length segment of silver metallic spring which was embedded within the uterus. A further 2.0 cm of spring is embedded within the fallopian tube'), device breakage ('a 1.2 cm in length portion of the coil is left embedded in the uterus') and pelvic pain ('pain') in a 35-year-old female patient who had essure (batch no. C35236) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's previously administered products included for birth control: nuvaring; for an unreported indication: provera. Concurrent conditions included obesity, abdominal distension, nabothian cyst, polycystic ovarian syndrome and endometriosis. Concomitant products included sertraline hydrochloride (zoloft) from (B)(6) 2016 to (B)(6) 2016. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea") and fatigue ("fatigue") and was found to have weight increased ("weight gain/ gained 50 pounds"). In (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea") and vulvovaginal pain ("vaginal pain"). In (B)(6) 2016, the patient experienced night sweats ("night sweats"). In (B)(6) 2016, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), abdominal pain ("abdominal pain"), abdominal distension ("bloating"), anxiety ("anxiety"), depression ("depression"), abdominal pain lower ("lower right side of stomach pain"), malaise ("sick today"), back pain ("back pain") and affect lability ("emotional and ro"). The patient was treated with surgery (robotic total laparoscopic hysterectomy. Bilateral salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device expulsion, device breakage, genital haemorrhage, migraine, abdominal pain, abdominal distension, anxiety, tooth disorder, dysmenorrhoea, fatigue, night sweats, headache, nausea, depression, weight increased, abdominal pain lower, vulvovaginal pain, malaise, back pain and affect lability outcome was unknown, the pelvic pain was resolving and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, affect lability, anxiety, back pain, depression, device breakage, device expulsion, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, headache, malaise, menorrhagia, migraine, nausea, night sweats, pelvic pain, tooth disorder, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: need for additional surgery. Current weight: 190 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.8 kg/sqm. Ultrasound scan vagina - on (B)(6) 2016: patient does not recall the results, however, the healthcare provider scheduled a hysterectomy shortly after this appointment.. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: embedded device , device breakage, device expulsion". ¿concerning the injuries reported in this case, the following one was described in patient¿s social media record: device expulsion, fatigue". The following information was received from social media back pain, emotional rollercoaster. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Event added- back pain, emotional rollercoaster. Reporter information were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.